Event description:
The pt reported she received an e4 (occlusion) error on her insulin infusion device. To troubleshoot, the pt was instructed to disconnect from her insulin infusion headset and run a prime through the tubing which went through without error. The pt was advised to change her infusion headset. She stated she had changed her headset the night before. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.